Manufacturer narrative:
Additional information was added: the lot was manufactured from august 27, 2019 - august 28, 2019. The four (4) actual devices were received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified on all samples. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) large volume folfusors did not fully infuse via the patient's PICC (peripherally inserted central catheter) line. It was further reported "the device had not fully infused in the 23 hour allocated period of time". The device was filled with 8g of flucloxacillin diluted in 230ml 0.9% sodium chloride (nacl). This issue was identified after use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.